Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a diabetes educator that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of balance. The customer was wearing the insulin pump during the incident. The caller stated the customer's basal rate was off and caused the severe low. Troubleshooting was not completed. The educator stated that the customer was unable to download the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump downloaded properly to the care link software noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.